Event description:
The customer reported the device was displaying error code 245.3020. There was no patient involvement.

Manufacturer narrative:
A review of the complaint history record in trackwise and sap was performed for sn (B)(6) which did not confirm similar complaints with the same or related failure mode for this customer. There were no existing CAPA¿s listed for any of the parts listed in this file for repair. Technical support performed troubleshooting over the phone to determine the customer reported issue of: 8100 bd unit error code 245.3020. Technical support - 1. Clean ail sensor. 2. Replace ail sensor 3. Replace logic board. 4. Return to factory. Recommended clean ail sensor and complete pm/test on the pump. A review of the device history record showed the device had a manufacture date of 12/10/2019. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue.

Manufacturer narrative:
No device will be returned per customer. The customer complaint could not be confirmed because the device was not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported the device was displaying error code 245.3020. There was no patient involvement.